Manufacturer narrative:
(B)(4). The customer reported that a pt incident occurred and the pt suffered an anoxic brain injury with permanent damage. The pt expired. The customer wanted to know if someone silenced the alarms and requested analysis of the logs. A philips clinician reviewed the log entries around the time frame in question and found that there were a number of alarms occurring which were responded to by users by either silencing or suspending them at the central monitor. The available info does not support that there was a malfunction, design, or labeling problem. Device labeling adequately describes alarm behavior. Phillips was not provided with any info about if there was a delay between alarming and provision of therapy. We cannot determine if the use of the monitoring system was a factor in the reported outcome. No further investigation or action is warranted.

Event description:
The customer reported that a pt incident occurred and the pt suffered an anoxic brain injury with permanent damage. The pt expired.